Event description:
A customer had a problem with a safety needle. The customer reports "the safety guard did not engage after injection and the syringe flipped out of the nurses hand and stuck another employee in the wrist breaking the skin."